Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewed the error log and visually saw cup in lane near belt. Fse was not able to reproduce the error. Fse performed sorter to tip lane adjustments and lubricated. Upon further troubleshooting, fse found the wash probe 1 and 4 leaking and replaced the wash probes. The instrument was validated by successfully completing quality control (qc) run and results were within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10384301. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4111] reagent (test) cup-tip lane home detection failure cause: the home sensor failed to activate after the reagent (test) cup-tip lane moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misaligned tip lane to sorter and faulty wash probe 1 & 4.

Event description:
A customer reported getting error message 4111 "reagent (test) cup-tip lane home detection failure" on the aia-2000 instrument. The customer cleaned out the waste, replaced and reseated the tips, opened the hood and cleaned out the tossed cups but upon restart the instrument made a grinding noise. The instrument is down. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.